Manufacturer narrative:
Device had been previously reported as concomitant part in MDR 1020279-2016-00192 on (B)(6) 2016. (B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the locking screw broke at the plate interface. The screw head stayed in the plate. The shaft of the screws stayed in the patient. The fracture was not healed.